Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b bi-ventricular implantable pulse generator, (B)(6) 2009; 5076 x 2 implantable pacing leads, (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead would not capture at maximum outputs. The lead was capped and replaced. During the replacement procedure the guidewire would not pass through the lumen of the replacement lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.